Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. No sample is available to be provided to the responsible site for an in-depth investigation. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Therefore, no specific action can be taken. An overall risk assessment was performed and concluded that no further actions are required. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a retina reattachment procedure in the eye (unknown) using an ophthalmic diathermy probe to improve the current vision. During surgery the physician noted a connection issue of the probe. The surgery was completed on the same day. The patient impact has not been provided. No further follow up will be conducted.